Event description:
It was reported that during a procedure, the fiber broke. Boston scientific has been unable to obtain additional information regarding the patient outcome, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Update to block d4: model number, lot number, catalog number and expiration date. Update to block g1: MFR site address, city, zip and country. Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination of the fiber found the fiber was received in two pieces; the fiber was broken. Microscopic examination noted that the fiber tip was good/unused, and the connector has no defects. Functional test indicated fiber message, please connect fiber. Please dispose applicator after usage. The device history record (DHR) was review and indicated that the device met all manufacturing specifications. A review of the device instructions for use (IFU) was completed and states that, immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. Carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation indicating there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a procedure, the fiber broke. Boston scientific has been unable to obtain additional information regarding the patient outcome, despite good faith efforts.